Event description:
It was reported that a patient came into the office due to a patient notifier for a high rv lead impedance. No noise was seen with isometrics or pocket manipulation. At this point the patient will continue to be monitored. The patient notifier was turned back on.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.